Manufacturer narrative:
The customer was contacted by a clinician again on 9/13/2016 to check the status of the thrush. The customer indicated that she is still applying the medication however her nipple are not as painful. The customer said overall things are progressing and every day seems like its getting better. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush are under investigation in (B)(4).

Event description:
The customer report on (B)(6) 2016 that her daughter had thrush and she had concerns about feeding her pumped breastmilk to her. A clinician contacted the customer on 8/23/2016 and the customer stated that she had developed thrush as well and was taking the antibiotic nystatin.